Event description:
Pt was approx 35 hrs into treatment. One gm vancomycin in 250 cc n/s was administered through arterial line. 5 min after antibiotic hung, pt c/o chest pain. It was then noted that spline bag containing vancomycin had run dry and d.o.n. Noted air in blood lines and dialyzer. Staff had placed pt in trendelenburg on left side. O2 administered, md informed and pt transported to hosp. Staff stated that no alarm was noted at time, however machine continued to be used for 6 days with no further problems identified. Chief tech notified on 10/7 of event at which time machine was isolated and safety tests performed. Again no problems were identified.